Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient, to report that there was no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.